Manufacturer narrative:
Testing and investigation found the device touchscreen alignment was slightly shifted, the device touchscreen was out of calibration. This was found to be due to contamination on the touchscreen by fluid ingress. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen was inoperable. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.